Event description:
The account stated that the architect c8000 analyzer has generated discrepant sodium (na) and chloride (cl) results on three patient samples. The qc was within range. The physicians have questioned the results. On patient #1, the initial na result was 123 and retest result was 135. The initial cl result was 104 and the retest result was 115. The units of measurement is mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.